Manufacturer narrative:
(B)(4). This lot was manufactured from june 20, 2014 to june 21, 2014. Evaluation summary: the sample was received for evaluation. A irregularly shaped brown particle, approximately 0.60 mm in size, was found embedded in the stress member. The reported issue was verified through evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had black particulate matter/stain located on its bladder ¿near the crimp.¿ this was found during filling. There was no patient involvement. No additional information is available.